Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at about 50 cm proximal to the lead tip. Only the distal part of the lead was received for analysis. The lead fragment was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In the distal area of the lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an estimated implantation period of about 15 months, oversensing with inappropriate therapy was reported. A possible lead damage was assumed. The lead was explanted and returned to biotronik for analysis. No other adverse patient side effects have been reported.